Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated properly and remained inflated. The valve did not back out of the luer fitting. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).